Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery with implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of perfix plug, patient was diagnosed with bacterial infection, purulent discharge and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d. 6b, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery with implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated right direct inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the external ring was identified as the herniated contents were protruding through the ring. Apparently, the patient had a direct inguinal hernia herniated through the internal ring and consisted of preperitoneal fat, small bowel. The herniated contents were freed up at the level of the internal ring and reduced back into the abdominal cavity into the preperitoneal space. The defect was obliterated using a small perfix plug and sutured. The onlay patch was then trimmed and attached at the pubic tubercle periosteum and laid flat in a taut fashion over the inguinal floor encompassing the plug at the level of the internal ring.¿ (B)(6) 2009 - patient was diagnosed with draining sinus tract had a small amount of serosanguineous fluid, erythema on anterior right thigh thereby planned for exploration and removal of infected mesh. (B)(6) 2009 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of perfix plug. Per operative notes, ¿the sinus tract was excised down to the level of the external oblique fascia. The perfix plug was identified and dissected off the inguinal floor and the plug out of the preperitoneal space, and off cooper ligament. The mesh was excised completely. There was a amount of purulent material surrounding the plug. The primary tissue repair was done.¿ attorney alleges infection, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of perfix plug, patient was diagnosed with bacterial infection, purulent discharge and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. Addendum #2: h11: this supplemental emdr is submitted to correct the patient's sex. Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: a3, b7. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery with implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated right direct inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the external ring was identified as the herniated contents were protruding through the ring. Apparently, the patient had a direct inguinal hernia herniated through the internal ring and consisted of preperitoneal fat, small bowel. The herniated contents were freed up at the level of the internal ring and reduced back into the abdominal cavity into the preperitoneal space. The defect was obliterated using a small perfix plug and sutured. The onlay patch was then trimmed and attached at the pubic tubercle periosteum and laid flat in a taut fashion over the inguinal floor encompassing the plug at the level of the internal ring.¿ (B)(6) 2009 - patient was diagnosed with draining sinus tract had a small amount of serosanguineous fluid, erythema on anterior right thigh thereby planned for exploration and removal of infected mesh. (B)(6) 2009 - patient was diagnosed with infected mesh thereby underwent open repair with the removal of perfix plug. Per operative notes, ¿the sinus tract was excised down to the level of the external oblique fascia. The perfix plug was identified and dissected off the inguinal floor and the plug out of the preperitoneal space, and off cooper ligament. The mesh was excised completely. There was a amount of purulent material surrounding the plug. The primary tissue repair was done.¿ attorney alleges infection, pain and hernia recurrence.